Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2015-07303. It was reported that catheter stuck on lesion occurred. The 75% stenosed target lesion was located in a severely calcified and severely tortuous artery. During a percutaneous coronary intervention (pci) procedure, an opticross¿ imaging catheter was used to visualize the lesion. Upon advancing, the device got stuck on lesion. The physician cut off the device and bail out was performed. The device was replaced with another opticross¿, however, the same issue occurred. Once again the physician performed bail out successfully. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection revealed that only the hub section of the catheter was received, it was a cut after the proximal strain relief. Full image characterization testing cannot be performed based on the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2015-07303. It was reported that catheter stuck on lesion occurred. The 75% stenosed target lesion was located in a severely calcified and severely tortuous artery. During a percutaneous coronary intervention (pci) procedure, an opticross imaging catheter was used to visualize the lesion. Upon advancing, the device got stuck on lesion. The physician cut off the device and bail out was performed. The device was replaced with another opticross, however, the same issue occurred. Once again the physician performed bail out successfully. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.